Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR is to include the additional event information received on 10/1/2020. E.1: the initial reporter phone: (B)(6). The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. Procode is krd/hcg. The name, phone and email address of the initial reporter are not available / reported. Conclusion: the healthcare professional reported that during the procedure with the target site at the basilar artery (ba)-anterior inferior cerebellar artery (aica), the 3.00mm x 6.00cm galaxy g3 mini coil (glm930060 / l14306) was inserted into the concomitant sl-10® microcatheter (stryker), but the microcatheter came out of the leasion. As a result, the physician attempted to resheath the coil. The resheathing tool was retracted but the sheath became opened and the coil could not be resheathed. It was replaced with another coil, a 1.50mm x 2.00cm galaxy g3 mini coil (glm915020 / l16011). This coil could not be insderted into the microcatheter and the physician attempted to resheath the coil, but the same issue occurred as with the first coil. It was again replaced with another same size coil and the procedure was continued. There was no report of any patient adverse event or complication. The 1.50mm x 2.00cm galaxy g3 mini coil was returned for evaluation and analysis. The investigational finding is documented below. Investigation summary: the non-sterile 1.50mm x 2.00cm galaxy g3 mini coil was received contained in a pouch. Visual inspection was performed. The device positioning unit (dpu) was observed kinked at 105cm and 107cm from the proximal end. The marker band was found at 37cm from the hub. This is within specification. No other damages nor anomalies were observed. Microscopic inspection was performed. The embolic coil was observed protruding from the intruder and in stretched condition. Functional test was precluded due to the condition of the device. There are kinked areas on the dpu, and the embolic coil was stretched in addition to being protruded from the introducer. A review of manufacturing documentation associated with this lot (l16011) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The issue documented in the complaint that the coil could not be resheathed could not be confirmed through functional evaluation as the device could not undergo functional evaluation. However, it was confirmed based on on the visual and microscopic inspection of the returned device. The dpu was kinked and the stretched embolic coil was protruding from the introducer. Coil stretching is a known potential issue associated with the use of this device. The IFU provides proper handling instructions for the device to prevent such issue from occurring. Stretching can occur during procedure handling where force may have been inadvertently applied. The stretched condition of the embolic coil was not originally reported with the complaint. The exact cause of the observed stretched condition could not be conclusively determined; however, it may have been the result of inadvertent force that may have been applied when the coil was being inserted into the concomitant microcatheter but was reported to have difficulty and could not be inserted into the microcatheter. Force may have been applied during the attempt to insert the coil into the microcatheter, which resulted in the coil becoming protruded from the introducer and becoming stretched. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Devices undergo 100% inspection at final assembly for the condition of the embolic coil. Thus, it is not likely that the 1.50mm x 2.00cm galaxy g3 mini coil left the manufacturing facility with the embolic coil in a stretched condition. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event of failure to detach was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise, which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the procedure with the target site at the basilar artery (ba)-anterior inferior cerebellar artery (aica), the 3.00mm x 6.00cm galaxy g3 mini coil (glm930060 / l14306) was inserted into the concomitant sl-10® microcatheter (stryker), but the microcatheter came out of the leasion. As a result, the physician attempted to resheath the coil. The resheathing tool was retracted but the sheath became opened and the coil could not be resheathed. It was replaced with another coil, a 1.50mm x 2.00cm galaxy g3 mini coil (glm915020 / l16011). This coil could not be insderted into the microcatheter and the physician attempted to resheat the coil, but the same issue occurred as with the first coil. It was again replaced with another same size coil and the procedure was continued. There was no report of any patient adverse event or complication. The complaint device was returned for evaluation. During the visual / microscopic inspection of the returned device, the embolic coil was observed to be in stretched condition. Based on the product analysis 9/25/2020, this event has been deemed MDR reportable as a ¿malfunction.¿